Event description:
It was reported that patient underwent a right shoulder/bicep repair procedure on (B)(6) 2010. After insertion, it was discovered that the insertion guide fractured at the tip and was presumed to be in the patient's bone. No further information has been provided to date.

Manufacturer narrative:
Functional evaluation of four units from the same lot as the device reported found that each anchor held and the inserters did not fracture. All devices tested functioned as intended. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. It is not clear in the event description on the maude report if the implant fractured or the instrument portion of the juggerknot fractured. An attempt was made to retrieve additional information, however no further information was provided or could be obtained. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4) 2010.

Event description:
It was reported that patient underwent a right shoulder/bicep repair procedure on (B)(6) 2010. After insertion, it was discovered that the insertion guide fractured at the tip and was presumed to be in the patient's bone. No further information has been provided to date.